Event description:
The doctor had difficulty removing the balloon through the sheath. The catheter was used for a pta of a stent placed at the left common iliac. Due to much manipulation, a hematoma formed at the groin puncture site. Pressure was applied to the site. The pt is fine.